Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal saline (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that rep stated that they expected 5 ml in the reservoir, but the health care provider (hcp) was not able to pull anything back. Technical services recommended attempting to fill the pump with medication or saline if they got bubbles when aspirating and are confident that the pump was empty. The name of the managing physician was provided.